Manufacturer narrative:
It was reported that the ventilator did not start. Our field service engineer (fse) investigated the ventilator on site. During the troubleshooting, a malfunction was discovered on the dc/dc & standard connectors printed circuit board (pcb). The fse replaced the defective pcb and performed functional tests which all successfully passed. The replaced dc/dc & standard connectors pcb was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the ventilator did not start. There was no patient harm. Manufacturer's ref #: (B)(4).